Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a device to return to allergan. No additional info was provided. Device is being returned. Further follow-up: office reported, "band explant. Could not tolerate band due to reflux. Changed to realize band. No diagnostic testing done."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."